Manufacturer narrative:
Additional information: h6 (update codes), h11. H11: based on evaluation of the reported particulate matter (pm) complaint, this event is determined to conform to a previously identified and well-characterized issue. An investigation has already been performed. The investigation concluded multiple failure modes related to multiple root causes associated with process/procedural controls, materials, environment, and machine/tooling during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that foreign matter (hair, particles, and lint) was observed in the outer packaging, inside the inlet, and/or on the connectors of two (02) vented micro volume inlets. Additionally, there are indications that hair, particles, or lint may also be present inside the inlet tubing; however, this cannot be confirmed with certainty due to limited visibility. This was discovered during inspection. There was no patient involvement. No additional information is available.